Event description:
The customer reports the system went back to the setup screen from the surgery screen on it own, during a procedure. There were no pt harm. Further info has been requested.

Manufacturer narrative:
A review of the service report indicates the customer reported their system went back to the setup screen from the surgery screen without anyone touching it. The company representative examined the system and checked the system's event log. The company representative noted that there were no related issues logged in the event log. The company representative replaced the touchscreen as a diagnostic measure. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).